Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system recorded a atrial fibrillation (af) episode due to oversensing of noise. Device data was sent to technical services (ts) for review. Data review determined the suspected cause was attributed to an electrode to header connection. Additional information was received that during in clinic testing t noise was able to be reproduced with manipulation in the alternate vector. Ts discussed further troubleshooting steps and recommended performing an x-ray to evaluate system connection. This system remains in service. No adverse patient effects were reported. Additional information provided from the field indicated surgical intervention was later performed and the s-ICD was explanted and replaced. During the procedure, no damage was noted to the device. No additional adverse patient effects were reported. The device is expected to be returned back from the field for analysis, this event will be updated upon completion of analysis.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system recorded a atrial fibrillation (af) episode due to oversensing of noise. Device data was sent to technical services (ts) for review. Data review determined the suspected cause was attributed to an electrode to header connection. Additional information was received that during in clinic testing t noise was able to be reproduced with manipulation in the alternate vector. Ts discussed further troubleshooting steps and recommended performing an x-ray to evaluate system connection. No adverse patient effects were reported. Additional information provided from the field indicated surgical intervention was later performed and the s-ICD was explanted and replaced. During the procedure, no damage was noted to the device. No additional adverse patient effects were reported. The device was subsequently returned for analysis.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.